Event description:
The customer states that an axsym bhcg result of 2.18 iu/l was reported on a pt with stomach pain and bleeding in 2003. The same pt was redrawn the next day and the axsym bhcg result was 120 iu/l. The sample drawn the previous day was retested yielding a result of 100 iu/l twice. No impact to pt management was reported.